Manufacturer narrative:
Evidence suggests a malfunction with the potential to cause the analyzer to generate erroneous patient results; however, there is no indication that this potential was realized in this instance. The reported system check failure mode is consistent with diminished rv (reaction vessel) washing capability. Diminished vessel washing capability may be due to either poor aspiration (i.e. Worn peristaltic tubing) or compromised wash buffer dispense (i.e. A dirty wash valve). Differentiation between these possible failure mechanisms is not possible with the available information. (B)(4).

Event description:
On (B)(6) 2016 the customer reported unacceptable qc results across all assays on the customer's access2 analyzer. During guided troubleshooting, the customer performed a system check which failed. The customer replaced the aspirate probe peristaltic tubing, cleaned the wash valve and repeated the system check. The customer indicated that the repeat system check had passed.